Event description:
It was reported that an external fluid leak was observed originating from the line of a prismaflex st150 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: .e1: initial reporter address: . E1: initial reporter city: . Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the set showed that the replacement pump segment is not glued on the support plate. There is no mark of solvent on the tubing and the disconnection is therefore due to absence of solvent. The reported condition was verified. The pump segments are provided by a third-party supplier. During assembly step, an operator applies solvent on the tubing by inserting its extremity on a pot of solvent. The operator places the tubing in the support plate and both components are glued together thanks to the action of the solvent. Therefore, the cause of the condition is due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.